Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was able to duplicate the reported problem. Tamper seals void, pump was serviced by third party repair depot. It was determined that the lead screw was noted to be over torqued not allowing the clutches to properly move along the lead screw. For preventative maintenance purposes, the lead screw, clutches, worm coupling gear, and worm coupling were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited motor not running alarm. There was no reported patient involvement no patient injury was reported.